Event description:
It was reported that the device was explanted approximately after implant duration of 94 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.